Manufacturer narrative:
Customer is claiming false negative because they tested negative with the ihealth covid-19, flu a&b 3-in-1 antigen rapid test, then tested positive for flu b at urgent care, then tested negative with the ihealth covid-19, flu a&b 3-in-1 antigen rapid test again. Test taken at urgent care was not specified. No lot number information available, the manufacturer cannot effectively verify and confirm customer feedback.

Event description:
Event details: at home test says negative after I went to urgent care and they said I am positive for flu b I did a second at home test that shows negative again.